Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult to remove (anatomy) appears to be due to procedural conditions. The reported difficult to advance appears to be due to a combination of challenging patient anatomy and procedural conditions. The reported unspecified tissue injury (no treatment) is a cascading effect of the difficult to remove (anatomy). Additionally, unspecified tissue injury is listed in the mitraclip g4 system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. The additional device referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report difficult to remove, tissue injury. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) (10409r139) was advanced to the mitral valve and noted incredibly large atrium, a cleft at p2, very large papillary muscles, thickened walls and thickened, prolapsing leaflets. The clip was knocked around by the ventricular walls a lot. It was noted that a lot of + had to be used during positioning of the cds, it was an aorta hugger as well as gaining height with the a knob. The clip spun a lot in the ventricle from interacting with the papillary muscles and walls. While the grippers were up the leaflet became caught on the anterior gripper. They tried to free the leaflet and during the attempts to free the leaflet it is assumed that a chord was torn. Ultimately the clip was freed using standard troubleshooting maneuvers and was able to be implanted. Next, an xt cds (10306r190) was prepped and advanced and as soon as the clip had been advanced through the steerable guide catheter (sgc), a clot was noted on the tip of the clip introducer. The system was pulled into the right side of the heart and the cds and the sgc were then removed. The clip introducer was noted to be torn. There was no noted resistance during advancement. A new xt cds was prepped and was able to be implanted successfully, reducing mr to 2+. The patient continued with anticoagulants and heparin. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.